Event description:
It was reported that the ventilator did not generate any volume reading during patient treatment. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not generate any volume reading during patient treatment. According to provided information by our field service engineer, the customer did their own service and the details are unknown on what or if any parts were replaced. No further issues have been reported. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).